Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
Correction in annex g code, h7 and h9 in the initial MDR 2016493-2021-503862 are not applicable for this file. The reported issue that the lvp module had dimmed led segment, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 30jul2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : customer received field action notification.